Event description:
Reported results of 120-140 mg/dl on device. Customer took 10 units of insulin at 5 am before breakfast. Customer ate breakfast. Customer passed out 2-3 hours later. Customer's spouse called paramedics. Customer was taken to the emergency room. Customer remained in the hosp for 6-7 hours and was released at 2-3 pm. No controls were used. Device was not coded correctly. A request was made for return product and replacement product was sent. Expired glucose strips.